Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (421 mg/dl) and ketones were present. The pump supplies were changed. A bolus via the pump and insulin injections were used to address the bg level. The customer also adjusted the basal rate to help stabilize the bg level. The cause of the high bg was not known. A pump system check was performed and the time was found to be off by 30 minutes. The cause of the inaccurate time was not known; the customer thought it may have been due to use error. The time was updated to the correct time. After the system check, the customer was not sure that the pump was delivering the insulin. Additional requests were made to the customer offering additional assistance if needed; however, the customer did not reply to the requests.